Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 80 milliliters however the actual amount delivered was 65 milliliters. No adverse patient effects were reported.